Event description:
The customer reported that the screen locked up and there were issues with digital images and communications in medicine connection. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.